Manufacturer narrative:
Belt (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient developed a skin irritation similar to a heat rash under the front therapy electrode (te). Follow up indicated that the irritation worsened and the patient's physician advised the patient to leave the lifevest off unless alone, sleeping, or going out. The patient reported that it appeared there was bacteria on the garment mesh of the front te pocket. The patient was provided an extra garment to allow an increase in garment laundering and changing. There is no further available information on the medical outcome of the irritation.